Manufacturer narrative:
Additional information: d9, g3, h3, h6 the complaint allegation is confirmed. - one unpackaged ar-3636, batch 15518932, was received for investigation. - visual inspection noted fraying throughout the suture. - functional testing was not performed due to the damage to the device. - the most likely cause of the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening/tensioning. Per dfu-0054-eo - e. Warnings - 7. Avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, incorrect surgical technique during the knotless mechanism conversion process, and/or an excessive force applied during suture passing/tightening /tensioning.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an arthroscopic shoulder surgery the suture of the device did not shuttle. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.